Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: after venipuncture and catheter placement for a patient, the hcp pressed the button to activate the safety mechanism but the needle was not retracted with the failure of the safety mechanism to work properly.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard unit from lot number 2160898. Additionally, seven photos were provided for investigation. A gross visual inspection of the returned unit found that the needle was in the un-retracted position and the button had been pressed. The catheter assembly was not returned. Further microscopic inspection found adhesive between the needle hub and grip which prevented needle retraction. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing station. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. Per our quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: after venipuncture and catheter placement for a patient, the hcp pressed the button to activate the safety mechanism but the needle was not retracted with the failure of the safety mechanism to work properly.